Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the centrifuge leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. The kit lot number was not provided; therefore, a batch record review was not performed. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. A therakos field service engineer was dispatched to perform instrument service as a result of the complaint. A review of the service details verified the reported complaint; however, no contributing factors for the reported complaint were identified. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4), (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure. The customer reported the patient was disconnected, and received ecp treatment on a different cellex instrument with a new cellex kit. There was no report of patient harm associated with this event. The customer did not return the product for evaluation.